Event description:
Boston scientific received information that patient received shock. Physician stated they reviewed other events from that time and appeared to be atrial fibrillation with rapid ventricular response. The patient has a left atrial clot, and the physician concerned about stroke. The physician wants to ablate the atrial ventricular node, but the patient does not. No additional adverse patient effects were reported. This event is part of a trend that makes the event reportable.

Manufacturer narrative:
The device was later explanted for normal battery depletion with no allegations from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.